Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure for a 29mm sapien 3 valve, resistance was felt when inserting the esheath. While viewing insertion on fluoroscopy, the physician noticed eseath had split at the tip. Physician believed the esheath had grazed a piece of calcium in the artery. The esheath was removed and a new esheath was prepped and inserted without issue or patient injury.

Manufacturer narrative:
H10: a supplemental MDR is being submitted for product device investigation result and correction of h6 for type of investigation, investigation findings and investigation conclusions has been updated. Remove code 322 - no findings available. Remove code 11- conclusion not yet available. The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. All inspections are conducted on 100% of the units. DHR review was unable to be performed as the device lot number was not provided. Lot history review was unable to be performed as the device lot number was not provided. The instruction for use (IFU) were reviewed for the esheath introducer set, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. The procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note: do not use if the sheath is damaged (i.e. Kinked or stretched) additional considerations: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risk of sheath insertion difficulty, distal tip splits, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with sheath insertion difficulty and distal tip splits. The complaint was unable to be confirmed. Due to the unavailability of returned device and/or applicable imagery, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, "resistance was felt when inserting the esheath. While viewing insertion on fluoroscopy, the physician noticed esheath had split at the tip. Physician believes the esheath had grazed a piece of calcium in the artery" and "we assumed the sheath had twisted while trying to advance through artery" additionally, per follow-up information, the patient's access vessel was calcified and had "mild" tortuosity. Per training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification" and "orient the sheath with the edwards logo facing up and maintain orientation throughout the procedure". The presence of calcification and tortuosity can create a challenging pathway for sheath insertion, as calcification can create friction and damage through contact with the sheath, while tortuosity can subject the sheath to suboptimal angles. As the sheath was reported to be torqued during procedure, it is likely that combined with interaction with access vessel characteristics, it contributed to the splitting of the sheath distal tip. In this case, available information suggests that patient (calcification, tortuosity) and procedural factors (device torqueing) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.